Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer's spouse got a bg meter, helped check their blood glucose level and provided sugar to address the bg. Suspected cause was due to the customer's personal profile requiring adjustments. Recommendation was made to consult with a healthcare provider regarding diabetes management.